Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the ratchet is not operating properly making it difficult to effectively mesh the skin. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being submitted to relay additional information. Review of the most recent repair record determined the ratchet was oiled and the device was out of calibration. The side plates, comb, gear, shoulder bolts, washer, and other parts were replaced and resolved the reported issue. A definitive root cause cannot be determined. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.